Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the generator was having error code 433. The issue was found during a non clinical setting. There were no reports of patient involvement.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, g3, h2, h3, h4, h6 and h11 the device was returned to olympus for inspection and the customer allegation was confirmed. Based on the results of the investigation, the likely cause was by an electrical/electronic component failure of the generator board. However, the cause of the failure could not be determined. Olympus will continue to monitor field performance for this device.